Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, decreased sensing and loss of capture were observed on the right ventricular (rv) lead. The physician then attempted to reposition the rv lead, but the helix was unable to extend. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. The reported event of helix would not extend was confirmed. Visual inspection revealed the helix partially extended and clogged with dried blood/tissue. X-ray inspection revealed an over torqued inner coil consistent with procedural damage. After cleaning and cutting the lead, the helix could extend and retract by applying torque directly at the inner coil. The cause of the reported event was isolated to the helix being clogged with blood/tissue and an over torqued inner coil. The reported events of no capture and decreased sensing were not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not reveal any anomalies except for procedural damage.